Event description:
Manufacturer received a report of a patient falling while using a cane. As result of the incident, the user sustained a fractured patella. The cane was evaluated and found to be broken. The reporter was unclear if the breaking caused the patient to fall or if the cane broke as result of patient falling on to the cane.